Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during an unspecified procudure. Reportedly, the instrument would not fire. The surgeon used a new instrument to complete the procedure. The hospital has reported no patient injury occurred.